Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, and crease fold. A microscopic analysis was performed which identified: a crease sharp opening on posterior, a striated opening on anterior, and stress marks. Based on the device analysis the final assessment is a crease sharp opening on posterior assessed as fold flaw opening, and a striated opening on anterior assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested and is ongoing. No additional information is available at this time. Reason for reoperation: "confirmed rupture on left side" with "capsular contracture" baker grade iii.

Event description:
Healthcare professional reported "rupture on left side" with "capsular contracture" baker grade iii. The device has been explanted.